Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device does not turn on. The device's power supply needs to be replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device does not turn on. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.